Manufacturer narrative:
Upon evaluation of the device on (B)(4) 2012, evidence of fluid ingress was noted with damage to electrical components and the complaint was escalated. Electrical components replaced due to damage from the spill are power supply and top deck distribution board. The device is now ready for use. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "no power." No patient/operator injury associated.